Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer to troubleshoot. A replacement speaker assembly was ordered and shipped to the customer site.

Event description:
It was reported the device indicates a speaker malfunction with no sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.